Event description:
Litigation alleges that patient experienced a clicking sensation in her right hip, as well as clunking sensations and loud squeaking. During revision surgery, metallosis was noted as being present in the capsule.

Event description:
Litigation alleges that patient experienced a clicking sensation in her right hip, as well as clunking sensations and loud squeaking. During revision surgery, metallosis was noted as being present in the capsule. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint has been reopened for further investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.